Manufacturer narrative:
This product is registered as a combination product. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number: 2017865-2020-09630. It was reported that one day post implant procedure, non sustained oversensing was noted. Chest x-ray was performed revealing that both right ventricle (rv) lead and right atrial (ra) lead were dislodged. The patient stated they had their arms over their head while sleeping. On (B)(6) 2020, lead revision was performed. The rv lead was successfully repositioned. After repositioning the ra lead, upon testing it was noted that the lead exhibited high pacing impedance and loss of sensing; it was noted that the suture sleeve was compromised and an insulation breach was noted below the suture sleeve, the ra lead was explanted and replaced. The patient was in stable condition and was discharged the following day.

Manufacturer narrative:
Analysis found that a complete lead was returned in one piece and was measured to be 52.4 cm. The reported event for an insulation break was confirmed. Visual inspection of the lead found insulation damage that breached the insulation at 21.1 cm and compressed coil at 21.6 from the connector pin caused by tie down forces below the suture sleeve at the suture sleeve region. The measured full helix extension length was within product specification. The reported events for over sensing, failure to sense, and high lead impedance were not confirmed. Electrical testing did not find any indication of conductor fractures or internal shorts.